Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation. This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation.

Event description:
Complainant alleged that during biomed testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during testing. Device logs showed multiple errors relating to the batteries. Indicating it was not accurately tracking battery capacity. The returned batteries read 3.08v, suggesting they were new replacements, not the originals involved in the report. The customer confirmed the coulomb counter had not been reset after replacing the batteries. Once reset and retested, the device passed all the checks. The coulomb counter was reset, and batteries were replaced to remedy the report. It is recommended to reset the coulomb counter after battery replacement to ensure accurate battery tracking. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.